Event description:
Revision surgery - due to the patient falling and dislocating. The surgeon exchanged the 32 head and liner for a 36 head and liner.

Manufacturer narrative:
The reason for this revision surgery was due to a dislocation afer the patient fell. There are no reported pre-existing patient health conditions. Initial or prolonged hospitalization was required. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. A review of the device history records and product complaint report history for this product could not be conducted due to no part or lot number being reported. The part numbers provided in this complaint could not be verified as the previous invoice was not made available. To adequately investigate this event, the part and/or lot numbers are necessary. Attempts were made to obtain the part and/or lot numbers of the devices that were removed. The root cause of this complaint was a revision surgery due to a dislocation after the patient fell. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. Containment based on the information submitted with this complaint it is not possible as the agent was unable to supply the lot or part numbers.